Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6)2022. On (B)(6) 2022, at 3:00 am the patient woke up and fainted on the way to the bathroom. He stated that because of a sensor error he had not been aware of the inaccuracy and having a low glucose level. He woke up by himself, surrounded by his family. The cgm was showing 134 mg/dl but the bg was 47 mg/dl. He self-treated the hypoglycemia with multiple sugar tablets. When he fainted, he fell and sustained two injuries to his head. His wife drove him to the emergency room (ER) where the bg and cgm were both around 150 mg/dl. A 4 cm cut on his forehead and a star shaped 5 cm cut on the back of his head were sutured. He was prescribed ibuprofen 400 mg but had no severe pain and therefore did not take it. He was also prescribed amoxicillin/clavulanic acid 875 mg/125 mg for 5 days. He was discharged from the ER after about two hours. He had a follow up check and unspecified tests to rule out other injuries. At the time of the report he felt better, his glucose level had stabilized, and his symptoms had subsided. Additionally, the patient was able to self-treat the hypoglycemia and no medical intervention was needed for that. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).